Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure the diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? Other relevant patient history/concomitant medications? Was the sheath on one side or both sides left in the patient? Were there any adverse consequences to the patient due to the sharp elements of the device? Were the sharp elements of the device removed during the same procedure or a second procedure? Please further describe the sharp elements of the device. Were there any deficiencies or anomalies noted with the device during use? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name? Product lot number? Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.

Event description:
It was reported that a patient underwent a laparoscopy promontofixation procedure on (B)(6) 2023 and absorbable straps were used. The device was used during the pose of a prosthesis. Devices transfix the vaginal wall, devices must have been removed. Presence of sharp elements of the device in the patient's vagina. Additional information has been requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 analysis summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the strap25 device was returned with no damage in the external components. In an attempt to replicate the reported incident, fire testing was not conducted because trigger was jammed. The instrument was disassembled; upon disassembly, the latch was found deformed as indicative of it being detached from sled (cav. 1) and the two plastic post from the sed latch were found broken which causes the sed latch was out of position, that is why the internal cannula components were not sliding properly and 14 straps were found inside cannula shaft. In addition, ratchet pawl component was found excessive wear and tear. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the reported incident. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Updated device evaluation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the strap25 device was returned with no damage in the external components. In an attempt to replicate the reported incident, fire testing was not conducted because trigger was jammed. The instrument was disassembled; upon disassembly, the latch was found deformed as indicative of it being detached from sled (cav. 1) and the two plastic post from the sed latch were found broken which causes the sed latch was out of position, that is why the internal cannula components were not sliding properly and 14 straps were found inside cannula shaft. In addition, ratchet pawl component was found excessive wear and tear. As per the customer report, we conclude that as per product IFU, a minimum tissue thickness of 6.7 mm is required when applying the strap over underlying bone, vessels, or viscera. If the total distance from the surface of the tissue under the mesh to the underlying structure is less than the minimum required tissue thickness, use of the device is contraindicated and may lead to device damage. No further action required at this time. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the reported incident. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.